Event description:
A pt was diagnosed with lung cancer and metastases in the spine, including the body of the t12 vertebra. A fracture of t12 was treated with balloon kyphoplasty. During the procedure, the bone was found to be quite selerotic. A curette was used to scrape and score the sclerotic bone prior to fracture reduction with the inflatable bone tamp. After several passes with th curette, the treating physician noted that it was no longer effective. He removed the curette and found that the tip was no longer attached to the rest of the instrument. No attempt was made by the treating physician to remove the curette tip from the vertebral body. The procedure was completed without further difficulty, entombing the curette tip within the pmma bone cement. The pt was discharged from the hosp without sequelae. The pt has been seen subsequently, and his pain and function have improved with no evidence of a complication.